Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited a sensing anomaly. Other electrical measurements were normal. Fluoroscopy did not reveal any abnormalities. The device was reprogrammed. The patient was stable.